Event description:
It was reported that several days post implant the right ventricular (rv) lead had dislodged. During repositioning of the lead, the helix would not extend or retract. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned with the helix fully extended and the distal conductor distorted within the connector. The distal conductor had been over-retracted in the connector. It was also noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the distal conductor fractured due to overstress, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was tissue present on helix, the lead was stretched and there was apparent explant damage.